Event description:
Device malfunction: none. Symptoms/ae: thrombus/friable atheroma. Time of symptoms/ae: during the procedure on 7/12/2006. It was reported that during a stenting procedure of the ric on 7/12/06, a thrombus/friable atheroma was noted on the post-stent angiogram. This angiogram revealed a mobile filling defect. A second stent was used to trap the filing defect (thrombus/atheroma) against the arterial wall. Repeat angio showed very little filing defect, not mobile. It was also noted that during the procedure, the pt became hypotensive and vasopressors were started. By the following morning the vasopressors were weaned off, vital signs were stable, and the condition resolved. Also, during the procedure the pt became bradycardiac and neo-synephrine was given. The pt's heart rate returned to normal and the condition resolved. No additional information available. Capture 2 study event.

Manufacturer narrative:
The acculink stent mentioned is being filed under MFR report #3004742046-2006-00355.